Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The getinge fse that discovered the problem replaced the batteries, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
During a preventive maintenance (pm) service, the getinge field service engineer (fse) discovered the cs300 intra-aortic balloon pump (iabp) had failed the battery run time test. No patient was involved and no adverse event was reported.